Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection confirmed only the proximal segment of the lead was returned, severed approximately 372mm from the terminal end. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Additionally, outer insulation abrasion was observed approximately 170mm from the terminal end which was exposing the outer coils. The insulation damage was consistent with lead on lead abrasion. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities.

Event description:
It was reported that this right ventricular (rv) lead exhibited noisy signals. This lead was explanted and successfully replaced. No additional adverse patient effects were reported. This product was not returned for analysis. This product was subsequently returned, and analysis was performed.

Event description:
It was reported that this right ventricular (rv) lead exhibited noisy signals. This lead was explanted and successfully replaced. No additional adverse patient effects were reported. This product was not returned for analysis.